Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, and claimed that on (B)(6) 2014, patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.